Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 12/2/86 and removed on 6/24/97 due to a "malfunction." Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed four separation/leakage sites, in addition to the obvious separation of the components received detached. The first is noted in the reservoir tubing, adjacent to a snap lock connector. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. A confined area of abrasion is noted surrounding and penetrating this separation. Additionally adjacent to the area of abrasion a crease mark is noted. The second and third sites of leakge are noted in the reservoir bladder. They are located near the distal portion of the bladder and the two separations are opposite one another, anteriorly and posteriorly. Examination of the surfaces of these separations revealed markings characteristic of stress(s) induced rending and material fatigue. Additionally, surrounding these separations surface crazing/environmental stress rending is noted and crease/fold marks are noted extending from the separations edges. The fourth site of leakge is noted in cylinder #2's bladder, proximal to the base. Two puncture-like separations are observed. Examination of the surfaces of the separations revealed markings indicating contact with sharp instrumentation. Further examination of the device components revealed areas of abrasion on each of the outlets and the inlet tubing. The pattern of the noted abrasion indicated that the tubes were overlapped and or twisted. Examination of the distal tube ends revealed uniform striations across all cross sectional surfaces. Basedon qa's examination, qa concluded that while in-vivo, the outlet and inlet tubes were overlapped and/or twisted, and abrading against one another. Also, the reservoir tubing was partially kinked and abrading against itself and adjacement connector. Qa further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(s) to rend the inlet tubing at this site. This rent would allow the loss of fluid and render the device inoperable. Qa also concluded that the surface crazing on the reservoir bladder contributed to material fatigue, and that this, in combination with the folding of the reservoir, contributed to sufficient stress(s) to rend the bladder at the two noted sites. Various external factors can contribute to the presence and extent of surface crazing, however qa is unable to identify these factors. Because the separations in the reservoir bladder occurred along a crease/fold mark, and because for the res

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, the entire device was removed.